Manufacturer narrative:
Device analysis: received five (5) used and seven (7) new cadd cleo infusion set as received, a total of seven new tubing/buckle assemblies, two new, unused applicators, five used applicators, four used infusion sites, and two new infusion sites within the applicator were returned. One of the applicator caps was observed to be cracked. All four used infusion sites were observed to have bent cannulas. Two of the infusion sites within the used applicators were observed to be delaminated from the adhesive pad and flange. No other damages or anomalies were observed. 1. The complaint of an occlusion can be confirmed. The probable cause is due to a bent cannula. 2. The investigative finding of a bent cannula can be confirmed. The probable cause is due to an adhesive issue. 3. The investigative finding of an adhesive issue can be confirmed. The probable cause is unknown. 4. The investigative finding of 'cracked' (cap) can be confirmed. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a person with diabetes (pwd) reported that they received a line blocked alarm. The pwd denied bent tubing, resumes alarm with current cassette but turns connector hub 90 degrees from where it was. The event occurred while in use with patient and no patient harm or injury.